Event description:
Single account reported to dade behring that they observed a clinical s. Aureous isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos combo type 21 panel and oxacillin-resistant results on a secondary method oxacillin screen agar) for the clinical isolate. There was no report of adverse health consequences to the pt as a result of the false suseptible results being obtained.

Manufacturer narrative:
Requested clinical isolate from user for eval. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval: conclusions; other - overall oxacillin performance of dried pos panels is acceptable.